Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (30 mg/dl). Reportedly, low bg's are due to the customer overcorrecting for their meal consumed, and not taking into account how active they would be throughout the day. Emergency medical services were called due to the customer losing motor control. Customer was given sugar gel and orange juice to stabilize blood glucose levels. Customer was not taken to the emergency room or hospitalized.